Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing process "took too long" and wasted too much insulin. Troubleshooting was unable to be performed. There was no information provided regarding the customer's blood glucose level.